Event description:
It was reported the device reported software reset upon interrogation. The pt did not receive a shock. Device imagine was downloaded successfully after several attempts. Technical services discussed downloading.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Company rep.